Manufacturer narrative:
The customer did not provide surmodics with the unique batch number for the complaint device. The unit was also unable to be sent to surmodics for testing. The complaint is therefore unconfirmed and the root cause unable to be determined. Corrected data in follow-up #1:"adverse event" was incorrectly selected, this has been corrected to select "product problem" instead. A incorrect device brand name "dynamis" was provided, this has been updated to the correct brand name "first choice". The initial reporter was incorrectly identified as being the manufacturer, this has been updated to include the details of the distributor who was the initial reporter.

Event description:
Customer reports they could not get the balloon back out of the sheath several times. They were unable to remove the balloon from the patient. They had to remove the balloon through the catheter.

Event description:
Follow-up report to submit additional information not known at time of initial submission.

Manufacturer narrative:
The customer did not provide surmodics with the unique batch number for the complaint device. The unit was also unable to be sent to surmodics for testing. The complaint is therefore unconfirmed and the root cause unable to be determined.

Event description:
Customer reports they could not get the balloon back out of the sheath several times. They were unable to remove the balloon from the patient.